Event description:
The customer reported her blood glucose reached 437 mg/dl less than 25 hours after the pod was activated. Upon removal she noticed cannula was not inserted into the infusion site.

Manufacturer narrative:
The product was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.